Event description:
It was reported that the clinical study patient experienced an open cranial wound a couple weeks after the deep brain simulation implant procedure. The patient was administered medication and underwent a procedure where the wound was sutured. The wound was assessed as moderate in severity and the event was resolving.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead; upn: m365db2202450; model: db-2202-45; serial: n/I; batch: n/I.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7084650.

Event description:
It was reported that the clinical study patient experienced an open cranial wound a couple weeks after the deep brain simulation implant procedure. The patient was administered medication and underwent a procedure where the wound was sutured. The wound was assessed as moderate in severity and the event was resolving. Additional information was received that the patient experienced an accidental non-device related fall and suffered a moderate cranial wound. This event was reassessed as not related to the procedure, device, or stimulation and there is no reported allegation against the device itself.